Event description:
Procedure performed: laparoscopic umbilical hernia event description: black fragment was found within patient while using trocar. Product is available for return. Additional information received on (B)(6) 2022 via email from user facility, rn: all pieces were retrieved from the patient. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: case was finished, piece was retrieved. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal, and the clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as shield dislodgement is likely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic umbilical hernia. Event description: black fragment was found within patient while using trocar. Product is available for return. Additional information received on 24aug2022 via email from user facility, rn: all pieces were retrieved from the patient. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: case was finished, piece was retrieved. Patient status: no patient injury.